Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced severe tricuspid regurgitation (tr) prior to the ventricular assist device (vad) implant procedure that was not fixed during surgery. The patient required an right ventricular assist device (vad) due to right heart failure and tr that was seen on echocardiogram. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, right ventricular failure known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced severe tricuspid regurgitation (tr) prior to the ventricular assist device (vad) implant procedure that was not fixed during surgery. The patient required an right ventricular assist device (vad) due to right heart failure and tr that was seen on echocardiogram. The rvad was discontinued and the left vad remains in use. No further patient complications have been reported as a result of this event.